Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed as no non-conformance related to the incident was identified. The returned device was evaluated and two little cracks are noticed along fins of the plunger; however it is not related to the current issue (monomer not entering). A plug of monomer is noticed in the cylinder cannula, and a vacuum test has been performed: the system is tight. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Combination product ¿ yes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.